Manufacturer narrative:
(B)(4). The incident generator was returned to tyco healthcare (B)(4) service center. The generator is under evaluation. When the generator evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that ablation on the first two sites was completed fine. However, on the third ablation, the temperature did not increase over 20 degrees. The doctor tried to reboot the generator but then an error sounded after the self-check occurred, and the message "temperature test failed" was displayed. The procedure was aborted without injury to the patient.